Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Cust completed step 5 check-in in case #(B)(4) and marked "discomfort" "level 5 pain" and "the top of the aligner is cutting the top of my gums, even when I file them down."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.